Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction or nonconformance that contributed to the reported event. Tablo instructions for use (IFU) warning and caution: the low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all blood lines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper blood line connections or needle dislodgements can result in excessive blood loss, serious injury, and death. System alarms may not occur in every blood loss situation. Outset medical, inc. Technical service engineer (tse) reviewed the system log with the procedure date of (B)(6) 2026 and found no issue with the console and console operated as intended. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that a 70-year-old male patient was unresponsive and gasping during treatment due to needle dislodgement. Treatment was ended and an estimate of 150ml blood was loss. Cardiopulmonary resuscitation (CPR) was performed; however, the patient expired. There was no alleged malfunction of tablo.